Event description:
The merci system was prepared and loaded per IFU. The physician deployed the merci retriever l6 into the mca m1 segment and slowly pulled back to engage the clot. As soon as the physician felt that he had the clot, he pulled back more. This is when the distal end of the retriever l6 fractured. The physician retrieved the retriever l6 distal end using a snare catheter. The patient's artery was revascularized. No information was received that indicated the device fracture affected the patient outcome.

Manufacturer narrative:
The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. In particular, it is recommended that the microcatheter tip position be maintained up to the helix loops during retriever manipulation and withdrawal. The results of the investigation on the returned device showed that the core wire fractured 3.5 millimeters proximal from the proximal side of the filament fusing coil. There was localized bending of the core wire adjacent to the fracture site (on both sides of the fracture). Based on the results of the investigation, the most likely cause of the fracture was not maintaining the microcatheter position up to the retriever helix loops as indicated in the IFU. The manufacturing records for retriever l6 device, lot number 33142, was reviewed and no anomalies were found that are related to this complaint.